Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for post implant check-up. Device interrogation revealed high impedance measurements on the atrial channel of the pulse generator. An x-ray revealed the connector pin was not fully inserted into the device header. The pocket was reopened on (B)(6) 2015 and the lead was reinserted into the device. The patient was fine post procedure.